Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test the equipment. The issue was replicated. The issue was resolved by replacing the computer. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by medtronic for further evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system was freezing frequently. It was stated that part replacement was planned, but until then the issue would be dealt with by rebooting the system. There was no patient involvement.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). Device evaluation: the computer was returned to medtronic for analysis. The reported issue was unable to be duplicated through functional testing and visual/physical examination. The computer booted normally to the application screen, the installed applications started and ran normally, and no freezing was observed. No automatic power downs were observed. There was no fault found with the returned computer. If information is provided in the future, a supplemental report will be issued.